Event description:
It was reported by service report that the side rails are not locking into place. Customer could not determine if there was pt involvement or if there were adverse consequences to report.